Manufacturer narrative:
The suspect product is the comfort curve strips.

Event description:
Pt, who tested using the wrong code key, reported obtaining back-to-back blood glucose results, of 500 mg/dl on her meter compared to 74 mg/dl from the laboratory, on her advantage system (meter, strip lot 549503 with expiration date 02/29/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Comparison testing performed at work, a medical clinic. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.